Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was positioned and exhibited noise when connected to a pacing system analyzer. Once the rv lead was connected to the device, no sensing was detected. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Despite multiple requests to the field, this right ventricular (rv) lead was never returned back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.